Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas in response to an animas mailing to report that the patient had died on (B)(6) 2012. Customer support followed up with the reporter on (B)(6) 2012 and was able to obtain additional information. The reporter stated that the patient had a seizure at home on (B)(6) 2012, and that 911 was contacted and when the emts arrived the patient was awake and alert. The reporter did not know what the patient's blood glucose (bg) was that morning, nor did she know what the patient's bgs were leading up to the reported incident. The patient was reportedly taken to the hospital, and while at the hospital the patient's heart stopped and she was unable to be revived. The reporter noted that the patient had a history of cardiac bypass surgery and a heart catheterization that was done a year ago. The reporter was not aware of any bg or pump issues, but noted that the patient had mentioned at times that she didn't think the pump was delivering insulin. The patient was reportedly wearing the pump and the time of the seizure and wore the pump to the hospital. The reporter was unaware of the location of the pump, and at the time of the contact with customer support the pump was unavailable for return. The death certificate is not yet available and the reporter was unsure what the cause of death was on the death certificate. This complaint is being reported because the pump cannot be ruled out at this time as a cause or contributor to the patient's death.